Event description:
It was reported that a vessel puncture closure of an unspecified vessel was attempted with a proglide device. Reportedly, in step 4 [closure of footplate] of the release, the system crashed and it was not possible to release it [difficulty to remove]. The sutures of the device were loose at the time of removal of the device [malposition]. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of occurrence will be estimated as (B)(6) 2022. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.